Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result from a single patient that was generated by the unicel dxl 800 access instrument. The accu tnl result was 9.26ng/ml. The result was not reported out of the lab. The customer indicated that ckmb test ran along with the accu tnl was normal. The customer indicated that the patient original sample was tested for accu tnl on a different instrument in their lab. The accu tnl result from the different instrument was 0.02 ng/ml. The customer re-tested the patient original sample on unicel dxl 8000 access instrument. The accu tnl repeat result was 0.01ng/ml. No additional information regarding this event was provided by the customer. Based on the information there was no change to patient treatment attributed to or connected with this event.